Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. It was unknown when the event/difficulty occurred. It was reported the pump and catheter were explanted on (B)(6) 2019 and were discarded. The pump had started to erode through the skin and the pump and catheter were explanted. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was also unknown if any diagnostics/troubleshooting was performed. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). Additional information was received from a healthcare provider (hcp) via a company representative (rep) on (B)(6) 2020 indicated the cause of the pump eroding through the skin was not determined. No further complications were reported/anticipated or expected.